Event description:
It was reported that after implantation of the zcu lens into the patient's eye, the surgeon realized post op that the diopter chosen and implanted was incorrect by about 5 diopters so the lens had to be removed. During removal the lens's superior haptic was not released from the capsular bag even after being cut off the optic. Both haptics were so strongly stuck to the bag they could not be removed without risking capsular tearing so the surgery was aborted and the patient referred to a retinal surgeon for possible removal. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.